Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Reportedly, customer believed there was an issue with the non-tandem infusion set; however, this could not be confirmed. Bg was addressed via a manual injection. Reportedly, customer continued to use the pump for insulin therapy.